Event description:
It was reported a male "patient restenosed" 1 month after undergoing treatment with the polar cath peripheral dilatation system device. The patient presented with major tissue loss (fontaine classification IV or rutherford grade ii category 6). The target lesion, reference vessel diameter, length and stenosis data was not given in the information provided. Report states "afs lesion crossover approach not crossable" but no other details about the procedure provided. No post treatment of lesion following cryoplasty documented. Total cryoplasty procedure time was not provided in the report.

Manufacturer narrative:
Date of event - 2006: the device will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. There is no indication that the polarcath catheter caused or contributed to the patient complication. There is no record of any device failure or device malfunction while being used on the patient in this complaint. Therefore, based on the details of the complaint analysis, the most probably root cause is undeterminable for the reported complaint of complications. Device not returned for analysis.